Event description:
Reporter alleged discrepant blood glucose values of 211 mg/dl compared to 101 mg/dl on the advantage system within 5 mins. No reported actions or inactions taken based on device results. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.